Event description:
It was reported that during a coronary drug eluting stenting treatment procedure, the pt coded in the cardiac catheterization lab. The pt had an acute myocardial infarction in 2004, for which the pt had been medically treated. The pt was unable to be pain free with their recurrent angina. Five days later, using a 6 fr sheath, the pt's right femoral artery was accessed and the tortuous right coronary artery (rca), which was 95% stenosed, was pre-dilated three times with a 3.5 x 12 mm voyager balloon. The rca was attempted to be stented with a cordis cypher 3.5 x 13 mm stent. The cypher would not cross the lesion. Temporary pacing wires were then placed in the right ventricular apex. With a 7 fr sheath a rotablation procedure was performed of the proximal lesion in the acute curve of the rca and mid vessel, this modified the vessel to 70% to 80% stenosis. The balloon was introduced again and the lesion was dilated two more times. A taxus express2 3.5 x 12 mm drug eluting stent was then attempted to cross the lesion. The pt became asystolic and was not breathing. The stent was removed and a code was called. Atropine was given and the pt was shocked at 200 joules. Epinephrine was adminiestered and pt was shocked again at 300 joules twice. The pt had a pulse but was not breathing on their own so they were ventilated. Pressure and rhythm returned as did spontaneous respirations. The pt was noted to have lacerated their tongue during the seize. A 4.0 x 15 mm balloon was placed again in the rca and inflated to 16 atms for 30 secs. The same taxus stent was reintroduced and was unsuccessful in crossing the lesion. Upon removal it would not go back into the guider. The guider, stent, and wire were removed as one unit. The pt was transferred in stable condition, will be treated medically.